Event description:
Same case as MFR report #: 2134265-2015-01227 it was reported via the jet 2015 verdict publication that renal hyperperfusion occurred. Access was obtained at the left radial artery with a 6f guide catheter and a 0.014" guide wire was inserted. The patient underwent predilation and stenting of the renal artery using a 6x18mm express vascular sd stent at 8atm. A dissection was noted at the distal end of the stent and another express stent was deployed over the first at 8atm. No peripheral embolism nor wire perforation was noted. Three hours after returning to the ward, the patient experienced lower back pain associated with diaphoresis. Systolic arterial pressure was 100mmhg. Urgent CT revealed a hematoma in the left renal subcapsule. Angiography showed bleeding at the lower segmental where the guide wire had been inserted. It was assumed to be a delayed wire perforation. Coil embolization was performed followed by multiple hemorrhage from the middle segmental noted on angiogram. Partial preservation of the renal was difficult and embolization of the main pipe of the renal artery was performed, achieving hemostasis. Pain disappeared and hemodynamic status was stabilized. A blood transfusion was given and the patient was discharged on the (B)(6) day. During follow up visit blood pressure was stable, chest pain disappeared and renal function was stable. 6 months later, CT showed disappearance of the hematoma and marked renal atrophy. The physician suspected hyperperfusion after revascularization procedure as the pathogenesis for multiple renal artery bleeding.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).